Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One needle and one suture out side its packaging were received for analysis. Product code vcp422h. In order to evaluate the conditions of the detached needle, the swage area and hole were noted with marks by a surgical instrument. In addition, the suture was examined and it was noted that the suture has begun with the degradation process. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch/lot number is unknown. The following information was requested, but unavailable: if possible, please provide the lot number. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to the event description and the information requested is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on 08/05/2024 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to continue the surgery, the same problem happened again. Changed another one to complete the surgery. No additional information could be provided. The lot of ip is unavailable. Upon returned of the sample the conditions of the detached needle, the swage area and hole were noted with marks by a surgical instrument. In addition, the suture was examined and it was noted that the suture has begun with the degradation process. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the pointthere were no adverse consequences reported. Additional information was requested.